Event description:
User facility alleged back-to-back blood glucose results of 444 mg/dl on the inform system when compared with 115 mg/dl on a laboratory analyzer on a specimen drawn within 8 minutes of the inform test. The reporter stated that the patient was not treated based on the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.